Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm's ability to trigger an alarm for the presence of air. Several corrective actions had been identified. A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device. Secondly, an urgent device recall was issued notifying customers on air mitigations, product info on the use of air elimination filters., priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered. Thirdly, the symbiq system operating manual was updated that was completed (B)(6) 2010. Fourthly, the training materials for clinical users based on the change to the systems operating manual were updated. Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, an unspecified channel of the pump was programmed to delivery an unspecified concentration of cisplatin, with a 61ml vtbi (volume to be infused) and the second channel was programmed to deliver an unspecified concentration of saline and the delivery was started. No further programming parameters were provided. The container size was not specified. After an unspecified length of time, the customer contact reported the cisplatin therapy was completed and the saline was delivering. At that time, the nurse noted the container was empty, the vtbi was 0, and air was in the tubing set to the pt with no pump alarm. The customer contact reported an unspecified volume of air was delivered to the pt; however, there was no reported change in the pt's condition. The pump was removed from clinical service. The physician was notified. No medical interventions were required. Though requested, no additional info was provided.